Manufacturer narrative:
As reported, proper hemostasis was not achieved after a 6f exoseal vascular closure device (vcd) was removed from the patient's body. The bleeding was treated using manual compression. There was no reported patient injury. The vcd was stored, prepared and used according to the IFU. There was no damage to the device prior to opening the package. The exoseal vascular closure device (vcd) was used in an interventional procedure employing a retrograde approach. The physician performing the procedure had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. A non-cordis sheath was utilized as the catheter sheath introducer. The suitability of the femoral artery was confirmed through angiography, with an insertion angle of 30-45 degrees and a vessel diameter of at least 5mm. The puncture site exhibited no visible calcium or plaque, mild tortuosity, no stent, and no stenosis greater than 50%. Additionally, the target femoral site had not been closed with any closure device or manual compression within the last 30 days, nor was there evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Hemostasis was achieved through manual compression. Bleeding was immediately noted upon removal of the exoseal vcd and sheath, with pulsatile bleeding observed at the puncture site. Although information on whether the plug was deployed to the proper location was unavailable, the plug did not fall out of the exoseal vcd shaft, was not partially deployed or partially out of the shaft and was not found fully inside the shaft. Fingertip compression was maintained on the skin during device removal. One non-sterile vascular closure device 6f was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the deployment lever on the device was pressed and the plug was not present on the delivery shaft, which was found with dry blood residues, with the indicator wire retracted. The indicator window was received on white/black/red position and the cowling guard was found locked. No other anomalies were observed during the analysis. The reported event by the customer as ¿plug ¿ inability to achieve hemostasis¿ could not be confirmed since due the nature of the complaint, the event reported could not be properly evaluated. Procedural, patient related and/or handling factors might have contributed to the condition reported on the unit since the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. Vessel anatomy may have also been a contributing factor, since mild tortuosity was reported. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. Based on the information available for review and the product evaluation, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, proper hemostasis was not achieved after a 6f exoseal vascular closure device (vcd) was removed from the patient's body. The bleeding was treated using manual compression. There was no reported patient injury. The vcd was stored, prepared and used according to the IFU. There was no damage to the device prior to opening the package. The exoseal vascular closure device (vcd) was used in an interventional procedure employing a retrograde approach. The physician performing the procedure had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. A non-cordis sheath was utilized as the catheter sheath introducer. The suitability of the femoral artery was confirmed through angiography, with an insertion angle of 30-45 degrees and a vessel diameter of at least 5mm. The puncture site exhibited no visible calcium or plaque, mild tortuosity, no stent, and no stenosis greater than 50%. Additionally, the target femoral site had not been closed with any closure device or manual compression within the last 30 days, nor was there evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Hemostasis was achieved through manual compression. Bleeding was immediately noted upon removal of the exoseal vcd and sheath, with pulsatile bleeding observed at the puncture site. Although information on whether the plug was deployed to the proper location was unavailable, the plug did not fall out of the exoseal vcd shaft, was not partially deployed or partially out of the shaft and was not found fully inside the shaft. Fingertip compression was maintained on the skin during device removal. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.